Event description:
Abiomed¿s long-term outcome and quality indicator impella registry notification received with a "probable" relationship between thrombocytopenia and the impella device: while the issue had resolved, the patient's hospitalization was prolonged, as a result.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported thrombocytopenia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombocytopenia could not be determined. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock, section: potential adverse events (united states) states ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b5-added medical safety officer review. D4-updated model number. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The expiration of the patient after being withdrawn from support has been reviewed by abiomed's medical safety officer. It was determined that there is not enough information to associate use of device with outcome.

Manufacturer narrative:
B.3 revised date of event as it was reported incorrectly on the initial manufacturer device report number 1220648-2024-09732. B.7 added information as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-09732. F.6 and f.8 dates were reported on the initial manufacturer device report number 1220648-2024-09732 and should not have been. G.1 revised reporting contact email on manufacturer device report 1220648-2024-09732 in accordance with updated procedures. G.1 added reporting facility name and fax number on manufacturer device report 1220648-2024-09732 in accordance with updated procedures. G.2 added selection that was inadvertently omitted from manufacturer device report 1220648-2024-09732. H.6 component code was added since the previous manufacturer device reports number 1220648-2024-09732 were submitted in accordance with updated procedures. H.6 added health impact code for death as it was inadvertently omitted on manufacturer device report number 1220648-2024-09732-2. Hospitalization code was added as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-09732. H.10 thrombus was mentioned in error on manufacturer device report number 1220648-2024-09732-2 b.2 death outcome should have been selected on manufacturer device report number 1220648-2024-09732-3 b.5 duplicate of manufacturer device report number 1220648-2024-09732-2. H.1 should have been death on manufacturer device report number 1220648-2024-09732-3. H.6 entered in error manufacturer device report number 1220648-2024-09732-3.

Manufacturer narrative:
Added-b5 new information was received for additional failure modes of hemolysis and thrombus. H6 clinical codes 1886.

Event description:
It was reported that a notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a "possible" relationship to the impella device used: ¿the patient developed hemolysis. It was previously reported that the patient expired.

Event description:
It was reported that a notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a "possible" relationship to the impella device used: ¿the patient developed hemolysis. The patient's outcome was previously reported as death.

Manufacturer narrative:
Added: b5- additional failure mode of hemolysis was added. B6-added lab values. H6 clinical code 1886.